Manufacturer narrative:
Date of report: 08sep2021.

Event description:
The customer called into technical support (ts) reporting that the device has a 110b error code and alarms zero failure. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. The rse advised caller per the service manual verify pin alignment between solenoids and the da pcba. Replace the proximal auto-zero solenoid (sol 3 and sol 4). Replace the da pcba. Caller will take necessary steps to repair unit and call back if any further assistance is needed.

Manufacturer narrative:
The problem was observed during preventative maintenance, which is outside of clinical use and therefore, not reportable.